Manufacturer narrative:
Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results obtained of 394mg/dl. The expected fasting blood glucose test result range is 95-130mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored according to specification in the living room. During the call, a back to back blood test was performed by the customer and produced test results of 241 and 238mg/dl fasting using meter. The test strip lot manufacturer¿s expiration date is 12/15/2020 and open vial date is undisclosed. The meter memory was reviewed for previous test result history: result 1 : 240mg/dl, date: (B)(6) 2019, time: 6:45am, fasting. Result 2 : 314mg/dl, date: (B)(6) 2019, time: 8:04pm, n/fasting. Result 3 : 148mg/dl, date: (B)(6) 2019, time: 8:26am, fasting. Result 4 : 394mg/dl, date: (B)(6) 2019, time: 8:32pm, fasting. Result 5 : 262mg/dl, date: (B)(6) 2019, time: 8:50am, fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). Sections with additional information as of 02-may-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed.

Manufacturer narrative:
Corrected section as of 20-nov-2019: h10: most likely underlying root cause changed from "mlc-58: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test" to "mlc-62: user had poor technique". Most likely underlying root cause: mlc-62: user had poor technique.